Event description:
The manufacturer previously reported receiving information alleging that a ventilator was alarming for a "service required" condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device also failed steps during testing. The device's oxygen blending module manifold and oxygen blending module board need replaced to address the issues.